Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler during treatment. Upon removing the tubing set, fluid was found in the cycler cassette door. The origin of the leak could not be identified. Pt did not receive any prophylactic antibiotics and has had no adverse effects. Actual sample is not available; a companion sample of the same lot number is available.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.